Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was stuck on data synchronization setup after an upgrade. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck. A field service engineer inspected the device and re-imaged the station and attempted to synchronize to the server but still failed. The synchronization failed after the upgrade. The knowledge article "medstation es ¿ 1.7.x cannot complete full sync - deadlineexceeded" was applicable, and it was identified that the server was not generating new snapshots. The customer adjusted specifications and confirmed that the application server had 16 gb of ram, and the sql instance was configured to utilize all 8 vcpu cores. The system functioned as intended after the field service engineer and product support engineer repaired the device.